Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the bristles being caught in the distal end was likely from using a third party brush and the user brushing with excessive force. The specific root cause of using a third party brush and excessive force could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: ¿3.1 compatibility summary: the endoscope and accessories are compatible with several methods of reprocessing. Reprocessing with incompatible methods can cause equipment damage even if the number of reprocessing cycles is small. For appropriate reprocessing methods, see table 3.1 to 3.4.¿ ¿5.5.3 brush the forceps elevator and forceps elevator recess: gently brush the forceps elevator and forceps elevator recess using a channel-opening cleaning brush (mh-507) or a single use combination cleaning brush (bw-412t). Do not use a stiff brush or brush with excessive force. Using a stiff brush or brushing with excessive force may damage the endoscope¿s distal end and cause the endoscope to leak.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with the olympus endoscopy support specialist (ess), the customer stated a non-olympus cleaning brush was used during precleaning of the scope in addition to the validated pre-cleaning process. The brush bristles were stuck between the elevator and elevator wall. The customer used an olympus cleaning brush during manual cleaning and stated occasionally there were bristles left after brushing the scope but was not sure if during manual cleaning or pre-cleaning. The endoscopy support specialist (ess) brushed the distal end of scope with an olympus channel opening cleaning brush and could not duplicate the brush bristles being left in scope. The olympus sales representative initially alerted the ess of the issue. The customer was advised to not use third party cleaning brushes during pre-cleaning and only use an olympus cleaning brush during reprocessing. The subject device referenced in this report was not returned for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time. Date of event: exact date unknown, date range provided as october 18, 2021 ¿ november 4, 2021.

Event description:
The olympus representative reported on behalf of the customer, the non-olympus cleaning brush bristles were present in the distal end of the evis exera iii duodenovideoscope and were stuck between the elevator and elevator wall. The issue was found at reprocessing. No patient harm reported. The issue occurred with three (3) additional evis exera iii duodenovideoscopes over a period of time. Additionally, it was reported an olympus single-use combination cleaning brush was used during manual cleaning and occasionally there were bristles left after brushing the evis exera iii duodenovideoscope. The issue occurred with four (4) olympus single-use combination cleaning brushes over a period of time. The scopes and brushes were inspected prior to use with no issues found. This complaint is related to patient identifiers (B)(6).